Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. The episode was sporadic and had not re-occurred since the initial event. Programming changes were to be conducted at a future date. The patient was stable.

Event description:
New information received notes a re-occurrence of post paced t wave oversensing was observed on the implantable cardioverter defibrillator. The patient was brought into clinic and the recommended programming changes were made. There were no patient consequences.